Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg), as the device was no longer holding a charge and required more frequent charging. The patient was reported to be doing well postoperatively. The explanted device was not returned for analysis.